Manufacturer narrative:
Patient code(s): appropriate term/code not available (3191) was selected for the alleged patient discomfort. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported fear, mental anguish, anxiety and discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Embedded, unable to retrieve, fear, mental anguish, anxiety and discomfort. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right common femoral vein for prevention of pulmonary embolism and deep vein thrombosis periprocedurally to knee surgery. A failed ultrasound-guided venous access retrieval was attempted on (B)(6) 2018 because the filter was no longer needed. Patient is alleging that the filter is embedded and unable to be retrieved. The patient further alleges "I worry something will go wrong since my filter could not be removed" and "plaintiff is experiencing extreme fear, mental anguish and anxiety that the filter has failed or will fail causing additional medical problems or death," as well as "may have some discomfort where [doctor] implanted the filter." Per retrieval report (attempted) dated (B)(6) 2018: "retrieval hook of ivc filter has grown into the cava making it impossible to snare. Multiple attempts to get the filter off of the caval wall to allow for snaring were unsuccessful even snaring a glidewire around a leg brought to the crotch of the filter, will not pull this off of the wall with simultaneous attempted snare of the proximal hook. This proves the proximal hook has grown into the vessel wall making this unlikely to ever be removed. After significant attempts over 2 hours, procedure aborted."

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2017". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.